Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the implantable neurostimulator (ins) quit working three years ago after the patient got it. The patient stated that she didn't have any accidents that may have led to the issue. She thinks the ins quit working but she is not entirely sure. It was noted that the patient put new batteries in the programmer but it isn't working and she would go buy some batteries to check if she can connect to the ins since she doesn't have any. Later on the day of the report, the patient called back, having new programmer batteries to continue troubleshooting. The patient reported seeing poor communication message and repeated that she believes the ins battery is dead but she doesn't know for sure. It was mentioned that it worked for a little bit and then all of a sudden it didn't work. Also, the patient confirmed that she had a sudden loss of therapy and her urine went back to the way it was. An inquiry was made by the patient if the ins would be taken out and stated she was thinking about trying medication as an alternative to the ins. There were no further complications or anticipations reported with this event.